Event description:
Balloon burst on the way out, the spring got stuck in the artery and broke part of the artery.

Manufacturer narrative:
Product was utilized for a graft cleaning procedure. This is a product contraindication. Surgeon clamped and sutured artery. Pt is doing fine. Product is not being returned to MFR for evaluation.